Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) value was inaccurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint condition. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on may 8, 2018 the clinicians detected a inaccurate value of the potassium (k+) parameter. The clinical team does calibrate their shunt sensors with gases and places the k+ code in the blood parameter monitor (bpm). To date we do not know what the actual value of the k+ was from the blood gas analyzer, or if the inaccuracy was seen pre or post the first in-vivo calibration. It is unknown what the ph of the prime that the clinical team uses to prime their cpb, or if the clinical team isolates their shunt sensor prior to initiation of cpb. The bpm nor the shunt sensor was exchanged during the procedure. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
During laboratory analysis, product surveillance technician (pst) observed the monitor to pass startup self-diagnostics multiple times with no errors. Both arterial blood parameter monitor (bpm) and venous bpm passed service mode standard reference sensor (srs) testing.